Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had high blood glucose and insulin pump alarmed motor error. The customer's blood glucose was 400mg/dl, treated with manual injection. The customer was advised insulin pump will be replaced and revert to back up plan.

Manufacturer narrative:
The pump was received with normal operating currents and passed the full functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms were noted. The motor passed the motor test. The pump was receiver with cracked battery tube threads and a missing end cap sticker.